Manufacturer narrative:
Device was sent to r&d for analysis. R&d sent unit to off-site lab for CT scan and found that the snap cap does not latch into the undercut of the reservoir per kiem dang in reservoir r&d.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a connection anomaly. The customer's blood glucose level was 88 mg/dl at the time of the incident. The customer stated that the p-cap was unable to properly connect to the reservoir without the use of force. Troubleshooting was provided for the connection anomaly. The customer will have the reservoirs replaced. The reservoirs will be returned for analysis.